Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified depressed battery pins which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported symptom of 'shuts off by itself'. Improper shutdown messages were verified through a review of the event history log and found to be caused by depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off by itself. There was no known patient injury or medical intervention associated with this event. No additional information is available.